Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device which was not cooling. A functional check showed that the mixing pump had failed. Biomed would order and replace the pump onsite. Per follow up information received on 21jul2022, there was no patient involvement during reported event. Biomed would order a mixing pump and would repair onsite. Per sample evaluation results received on 01nov2022, it was reported that the one rear caster was not attached. It was stated that the control panel did not boot and beeping from the panel indicates an expended control panel coin cell . It was also stated that the double bent tube and the chiller evaporator outlet tube were replaced due to expansion of the tubes found during servicing. It was noted that tank tubes were found lifting during repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device which was not cooling. A functional check showed that the mixing pump had failed. Biomed would order and replace the pump onsite. Per follow up information received on (B)(6) 2022, there was no patient involvement during reported event. Biomed would order a mixing pump and would repair onsite. Per sample evaluation results received on 01-nov-2022, it was reported that the one rear caster was not attached. It was stated that the control panel did not boot and beeping from the panel indicates an expended control panel coin cell . It was also stated that the double bent tube and the chiller evaporator outlet tube were replaced due to expansion of the tubes found during servicing. It was noted that tank tubes were found lifting during repair.